Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a color chip failure occurred. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully and there were no reported adverse consequences to a pt as a result of this event.